Event description:
Pt underwent placement of left knee in 1998. Post-op, pt experienced pain and difficulty walking. On 08/18/1998 x-ray revealed the articulating surface had dislodged. In 1998, the knee was revised to a total knee.